Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon issue occurred. A 4.50 mm x 6.00 mm nc emerge was selected for treatment of the target lesion located in the left coronary artery (lca). Post-dilatation, the balloon was advanced to the lesion and inflated twice. During inflation to nominal pressure, the physician observed the dimensions of the balloon were 6 mm larger than the radiopaque markings. The procedure was successfully completed with this device and there were no patient complications.